Event description:
It was reported that the locking ring of the acetabular shell was stuck inside the groove. Another shell was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.